Manufacturer narrative:
Device is an instrument and is not implanted / explanted. (B)(6). Device history records review was completed for part# 396.990, lot# 2004. Manufacturing location: (B)(4), manufacturing date: nov 21, 2000. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that on (B)(6) 2017, during the surgery, the implant holder¿s ¿turning key¿ was stuck when they were about to load it with an implant. Surgeon used the hammer and knocked on it to get it loose. Since the handle of the implant holder is made of wood, it broke in to two parts. No fragments were generated and no other medical intervention was required. No impact on patient outcome was reported. There was one (1) minute delay to the surgery time. Concomitant medical products: implant (part# unknown, lot# unknown, quantity 1); hammer (part# unknown, lot# unknown, quantity 1). This report is for one (1) implant holder. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product investigation was performed. The visual inspection of the returned holder for syncage-c has shown that the item is broken at the handle in two pieces as complained. The item is in used condition and shows wear marks and scratches at the whole part. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. Further investigation has shown that this instrument was manufactured in november 2000. As this instrument is more than 16 years old, we suppose that the damages were caused due to wear and tear over the years. Unfortunately we are not able to determine the exact cause which has led to this occurrence. Due to the reported information "the implant holders ¿turning key¿ was stuck when they were about to load it with an implant, so the surgeon used the hammer and knocked on it to get it loose. Since the handle of the implant holder is made of wood, it broke in two parts." We assume that a misuse has led to the breakage. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.